Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during in situ measurements. CT imaging has been scheduled.

Event description:
The user's hearing performance with the device is affected. Channels with abnormal impedances were noticed during in situ measurements. CT imaging has been scheduled. Despite requested, no further information was received.

Manufacturer narrative:
Additional information: as per received information the recipient experiences pain with stimulation. In situ measurements shows elevated impedances on the most basal channels which points to a migration of the active electrode. An incomplete insertion was achieved at implantation with one channel being extra-cochlea. However, a migration of additional channels out of cochlea seems to be likely the cause for the reported symptoms. The reported pain was likely caused by electrical stimulation in the middle ear. No further information has been received despite requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. As per received information the recipient experienced pain with stimulation. In situ measurements showed elevated impedances on the most basal channels which points to a migration of the active electrode. An incomplete insertion was achieved at implantation with one channel being extra-cochlea. However, a migration of additional channels out of cochlea seems to be likely the cause for the reported symptoms. The reported pain was likely caused by electrical stimulation in the middle ear. This is a final report.

Event description:
The user's hearing performance with the device is affected. Channels with abnormal impedances were noticed during in situ measurements. The user was re-implanted.